Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device. And found that no image was displayed, due to defective cable unit. The manufacturing record was reviewed and found no irregularities. The exact cause could not be conclusively determined, but omsc presumed, that the reported phenomenon occurred, due to failure of cable unit.

Manufacturer narrative:
The field service engineer checked the subject device and found that there was no error code displayed however color bar appeared. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the camera head was not getting detected while connected to processor, and no image was on the monitor screen. There was no report of patient injury associated with the event.